Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that a tampon came apart and tampon pieces remained inside of her. She experienced vaginal discharge. Medical assistance was sought and was diagnosed with yeast infection. She was prescribed an antibiotic.